Event description:
Surgical revision of an eroded suburethral sling. Patient has severe pain with urinating, dyspareunia, and pelvic floor pain. Conservative measures have been attempted. The mesh was identified intraurethrally on cystoscopy. She is having severe discomfort and presents today for surgery.